Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's scs trial procedure a dural puncture occurred prior to implant of the trial lead. As a result, the procedure was abandoned and a blood patch was performed. The patient did not experience any adverse symptoms as a consequence of the dural tear.